Event description:
Complainant alleged that during biomed testing, the device displayed a "fresh gas intake fault - 3031" error message. Complainant indicated that there was no patient involvement in the reported malfunction.

Manufacturer narrative:
This supplemental medwatch report is reporting the evaluation of the device. This supplemental medwatch report is also correcting information submitted on the initial medwatch report. Please reference sections b5 and h6:medical device problem code. Evaluation results: the customer's report was duplicated and attributed to the intake pressure transducer on the smart pneumatic module. The smart pneumatic module was replaced to resolve the report. The device was recertified and returned to the customer. Reports of this nature are typically not considered to have any clinical impact. Analysis of reports of this type has not identified an increase in trend.

Manufacturer narrative:
The customer was contacted for return of the suspect product. The product has not been returned to zoll for evaluation.

Manufacturer narrative:
Zoll medical corporation has not received the device for evaluation and this complaint is still under investigation.

Event description:
Complainant alleged that during biomed testing, the device displayed an unknown "intake restriction" error message. Complainant indicated that there was no patient involvement in the reported malfunction.